Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication orders were not crossing over to pyxis due to active directory (adt) issue. The technical support specialist (tss) verified the connection for the server downtime query. The tss confirmed that operations changing non-concurrent collections required exclusive access. A concurrent update had been performed on this collection and corrupted its state, making it incorrect. This explained why the patient was stuck as preadmit after the register message. The tss restarted all relevant services on the server, and the issue was resolved. All preadmitted patients then processed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user informed one patient was in a preadmitted status and medication orders would not cross over to pyxis for the nurse to remove. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.